Event description:
It was reported that the device went into a loop at the push, analyse prompt saying "push...push...push..." When the user was attempting to defibrillate a pt in v-fib during transport to the hosp. The pt was successfully delivered to the hosp and survived.

Manufacturer narrative:
The reporter stated that when the crew returned to the station, they connected the device to a test load and were able to replicate the behavior observed during the incident that appeared to occur as a result of a sticky analyze key on the main keypad. The next day, physio-control arrived at the customer site and evaluated the device but could not replicate or confirm the reported incident. Physio replaced the main keypad assembly and forwarded it to the MFR for further eval. Proper operation of the device was confirmed through functional and performance testing. The device was returned to the customer for use.